Manufacturer narrative:
Actual device evaluated by simulated use testing, which confirmed the reported issue. Further evaluation determined a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
During the first freeze cycle frosting occurred on two of the three probes, all the way up the shaft. Complaint 2 of 2.